Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a vibrator anomaly. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the vibrator anomaly. The customer stated that switching vibration mode from on to off didn't trigger the pump to vibrate as it usually does to confirm the change in setting. A battery change occurred but the issue persisted. The customer performed a self-test on the pump, but the pump didn't vibrate during that test either. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump failed vibrates check on self-test due to broken black wire on vibrator motor. The insulin pump passed displacement test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.